Manufacturer narrative:
Na.

Event description:
The initial reporter stated that they received an erroneous result for one patient sample tested with the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The erroneous value from the sample was reported outside of the laboratory. The patient sample initially resulted with a troponin t value of 75.12 ng/l. The patient was sent to another hospital for additional evaluation based on this result. When tested at the other hospital, the patient's troponin value was low (no specific data was provided). The complained sample was sent to another laboratory for testing with an unknown method and the troponin t result was 0.04 ng/ml (40 ng/l). The customer did not know which value from the sample was correct. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 34089001, with an expiration date of 10/31/2019. The field service engineer could not determine a cause. The customer re-calibrated and ran controls; values were within expected ranges. As a preventive measure, a probe was replaced as there was a slight delamination at the tip of the probe. Performance testing was run and this passed. For the last calibration performed on (B)(6) 2019, the calibration signals are slightly lower than the mean. Quality control data was within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms occurred. The investigation could not identify a product problem. The cause of the event could not be determined.